Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the shunt sensor began to leak immediately after the initiation of circulation. Blood loss <10ml. Product was changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on june 17, 2016. A second follow-up will be submitted upon completion of the investigation and/or submission of new information. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. The sample was visually inspected for any anomalies, during which no issues were noted that would lead to a leak in the part. The unit was then gradually pressurized in a water bath to roughly 1000mmhg for 30 seconds, being sure that all caps and connections were tightened and closed. No leaks were observed during the test. The sample was then coupled with a bpm head and the test was repeated. No leaks were observed during this test. The reported leak could not be recreated; therefore this complaint has not been confirmed. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.